Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment was damaged, and the battery cap was loose. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: during investigation, the battery cap and test cap attached to the pump but continued to spin. Evidence of moisture was found in the battery compartment. No damage was found to the battery cap. A leak was found in the battery compartment. The pump was opened to find no further evidence of moisture. Unrelated to the original complaint, the up arrow button was intermittently responsive. The keypad cover was removed to find the up arrow button contact was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.